Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (B)(4) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis for similar complaints: (B)(4) there were 01 additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of (B)(6) 2021 through (B)(6) 2021. Run rule trigger above 3 s.d. For the reported failure "particulates; shavings" for the month of (B)(6) 2021. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. Trend analysis: (B)(4) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (B)(4) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 22jul2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Both the harvesting device and the cannula was returned for evaluation. The harvesting device was returned inside the cannula. Charred tissue was observed on the heater wire and blood and tissue were observed on c-ring. Blood was observed on hp2 device and cannula. The c-ring on the cannula was observed to be intact, no visual defects were observed. The heater wire was observed to be slightly flexed from the hot jaw due to clinical use, remaining attached at the base and the tip of hot jaw. The silicone of the jaws was also observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual defects. The harvesting device was removed from the cannula with no physical or visual difficulties. An engineering evaluation was conducted that identified the root cause of the "particulates; shavings". To check the inner lumen in the device, the cannula shaft was opened up and it was observed to be the shavings in the inner lumen. A microscopic inspection of the cannula inner lumen determined while inserting the scope through the inner lumen, the shavings may have been formed. It was evident that the defect happened during the use of the product and confirmed for the failure mode as scrapings were observed on the inner lumen. Based on the investigation results, the reported failure "particulates; shavings" is confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They inserted the hemopro tool into the harvesting cannula per the IFU. Small white piece of plastic is visualized in the tunnel. The customer perceives that it came from inserting the tool. The small piece is removed via flushing the tunnel. Otherwise the device worked without issue. Patient left t he or in expected condition after having open heart surgery. There were no procedural delay. No additional incisions required. No new device has been opened.